Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer stated via email that infusion sets are not sticking and falling off usually within 12 hours of putting them on his body. Customer was unable to be reached, therefore infusion set was unable to be requested for return. No adverse event was reported.